Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that they deal with items breaking upon use and patient discomfort verbatim: complaint via email. Email(s) attached. We have received the below quality complaint from our end user and they have pulled the product from their shelves. Please provide a return authorization/ shipping labels for the below product. (B)(6) item number 383511 qty/um - (B)(4) ea lot number - 5297500 issue - customer has dealt with items breaking upon use and patient discomfort